Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and touchscreen was unresponsive so pump could not be used. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using a prepaid label within 10 days, and was informed that a replacement pump would be shipped and would need to be programmed with pump settings and connected to continuous glucose monitor, which customer understood and acknowledged.